Event description:
Pt with end stage renal disease presents with clotted graft and underwent open thrombectomy of left upper arm prosthetic av graft with possible placement of permacath. During procedure it was noted that a distal 1.5 cm fractured fogarty embolectomy catheter was in the axillary vein which appeared to embolize centrally but could not be visualized with flouroscopy. Physician felt this catheter pt would not tolerate aggressive attempts at retrieval and this would not benefit the pt. Perma cath was placed to right ij. Pt recovered and transferred back to nursing home when discharge criteria met.